Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -11.00 diopter, in the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2016 the lens was exchanged for a shorter lens due to excessive vaulting. The problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry in case/vial; visual inspection found haptic broken. (B)(4).